Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.